Manufacturer narrative:
Background: switch-it ctrl+5 owner's manual, page 3 states, "the wire harness from the ctrl+5 should not be loose or in the way of the seat functions. Ensure that wires are not pinched as the power chair is actuated." Discussion: in reviewing the complaint, the dealer reported the end user recently went on vacation in an rv and while using the restroom, noticed flames towards the backside of his wheelchair. The dealer stated there was smoke in the rv but no physical damage. The end user stated while he was in his wheelchair, laid back, and using his urinal, when his wife saw smoke coming from the back of the wheelchair. The end user stated that he and his wife turned to look and saw 5-to-6 inch flames in the wire harness location of the wheelchair. The end user stated they were right beside a fire extinguisher and were able to put the fire out quickly. The end user stated they found the wiring, where the seat hinges, in half and the insulation around the harness was burnt off. The end user's wife stated some sparks fell during the incident and burnt pinholes in the floor of the rv. A DHR review for this product was conducted, and no abnormalities, deviations, or ncmr's related to the claim were identified in the manufacturing process. Based on a review of the DHR, engineering documentation and completeness check photo from final quality inspection, the wire harness for the ctrl+5 was routed according to product specifications. Pictures of the wheelchair from after the incident were made available. In the photo provided, the wire routing is shown to be modified incorrectly. The most likely scenario is due to incorrect modification of the wire routing, the wire potentially became pinched when the end user tilted or reclined in his seat which resulted in wire damage that likely caused a short circuit and small fire. There were no reports of injury or adverse impact to the end user. Conclusion: in conclusion, while there is no serious injury or malfunction and the wheelchair was manufactured to product specifications, there is a likelihood of serious injury if this situation were to recur. Therefore, this MDR is being filed.

Event description:
The dealer reported the end user recently went on vacation in an rv, and while using the restroom, noticed 5-to 6-inch flames towards the backside of his wheelchair at the wiring harness. According to the end user, the fire was extinguished quickly. The end user and his wife stated they found the cable, where the seat hinges, in half with burnt insulation and sparks fell during the incident and burnt pinholes in the floor of the rv. Based on a review of the DHR, engineering documentation, and final quality inspection's completeness check photo, the cable harness for the ctrl+5 was routed according to product specifications. In a photo provided of the wheelchair after the incident, the cable routing is shown to be modified incorrectly. There were no reports of injury or adverse impact to the end user.